Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating the intrathecal/spinal portion of the catheter was explanted, disposed of, and replaced on (B)(6) 2016. The patient was hospitalized in-patient. The event was deemed not related to the implant procedure and the outcome was 'resolved without sequelae' as of (B)(6) 2016.

Manufacturer narrative:
The other relevant components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid, clonidine and bupivacaine at 9.0 mg/ml, 180 mcg/ml, 1.0 mg/ml concentrations and doses of 3.7068 mg/day, 74.14 mcg/day, 0.4119 mg/day respectively via an implantable pump. The indication for pump use was non-malignant pain. It was reported the patient was complaining of a loss of pain control. A catheter access port contrast study was performed on (B)(6) 2016 and csf was unable to be aspirated through the catheter. Due to the patient's concentration of medication a bolus of injection of contrast could not be performed. Fluoroscopy was performed and the catheter was followed from the l2-3 to the tip at t12-l1. It was noted the catheter migrated distal to where it was usually placed. It was indicated the catheter dislodgement/ migration and loss of pain control was related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated after repositioning the catheter the hcp was still unable to aspirate on (B)(6)2016. When contrast was injected it showed flow of contrast in the lower lumbar segments up to about l2-l3. That was about the location of the tip of the catheter. That led the hcp to the conclusion that a granuloma was at the tip of the catheter. A surgical observation gave results of a granuloma at the tip of the catheter on (B)(6)2016. The catheter was explanted and replaced on (B)(6)2016 and disposed of according to biohazard instructions. The device diagnosis was catheter occlusion. The clinical diagnosis was granuloma at spinal infusion catheter tip. The etiology was noted as related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-oct-26, additional information was received from a healthcare professional (hcp) via a clinical study. It reported the patient's weight was not measured. No further complications were reported/anticipated.